Event description:
It was reported that the pump issued repeated low glucose alerts while the patient¿s blood glucose measured 347 mg/dL on both a Dexcom G7 and a fingerstick, and the event was categorized as a device problem with insufficient information regarding the specific component involved. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of the information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device component or mechanism. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.